Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00657. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(4) 2005 and an obturator sling was implanted and a vaginoplasty was performed. Due to mesh erosion a removal procedure was performed on (B)(4) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of the graft mesh from the anterior wall of vagina on (B)(6) 2006; and removal of some mesh and shaving down of mesh to treat bleeding, tear in vaginal wall and dyspareunia on (B)(6) 2011.